Event description:
The customer stated that insulin pump had a blank display after changing the battery. Troubleshooting was performed and the display remained blank. The customer stated that the insulin pump had been submerged in water previously. The customer also stated that there was slight corrosion inside the battery cap. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion inside the battery tube. The insulin pump also had a stripped battery cap coin slot.